Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a 064call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box data showed a call service 064 alarm with high force occurring due to occlusion. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. The battery compartment was cracked. The audio bolus button cover was damaged. (B)(4).